Event description:
The customer reported that their pump's battery was depleting faster than normal, requiring more frequent charging, and noted multiple scratches on the screen along with a clip that repeatedly broke off. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up and was noted to be out of warranty, in the process of renewal, with no further action taken at this time.